Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. No patient information could be requested as no contact was provided.

Event description:
Customer advocacy received a copy of the customer's maude report from the FDA which states, "a pt presented to ed, type 1 diabetic, meter reads >600mg/dl insulin drip ordered and initiated per protocol rn utilized glucommander and guardrails, an independent double check was performed entire 280 units infused in less than one hour upon investigation, it was discovered that the rn used the critical care profile on the alaris pump, and bb/ccb toxicity program was chosen rather than the hyperglycemia program the insulin was programmed for 9 1 units / kg/ hr rather than 9 1 units/hr the rate was easily overlooked because the nurse 'saw 9 1 units/ hr we made changes to the alaris screen that were less ambiguous in attempt to mitigate future errors with profile selection less than one year later, a different nurse made the exact same error, programming the alaris pump at 7 6 units/kg/hr this time we removed the toxicity profile from the critical care profile so they are no longer side-by-side we created a new profile called "toxicology" we conducted a root cause analysis both times luckily, both errors were recognized and both pts were treated with d50 and dio infusions so did not experience hypoglycemia there are a lot more details to this story, and if you think others can learn from it, you can contact me for more info I have attached screen shots of the alaris pump with the first error, and the education for the new profile for the second error (B)(6)."